Event description:
It was reported that during an unknown surgery, when the doctor grasped the root part of device, it was damaged. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 6/28/2024 d4: batch #718c20. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with the both gripping surfaces broken off making the reload nonfunctional and the right gripping was returned inside a plastic bag. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 718c20, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Which part of the device was damaged/broken? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted. 2. Did any piece detach/fall into the patient? = no. If yes, was the piece retrieved? N/a. 3. If yes, was the piece retrieved? = n/a.